Event description:
Patient was revised to address malpositioning of the stem. (Left hip).

Manufacturer narrative:
Patient was revised to address mal-positioning of the stem. Doi (B)(6) 2012 - dor (B)(4) 2012. (Left hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A clinical report has been received for this patient indicating that radiographic reports are available. The radiographic information provided by the depuy medical safety officer does not provide information to confirm the complaint, offer a root cause or change the investigative result. There is not enough information to suggest cup positioning was a factor or not positioned according to surgical technique recommendations. The additional information does not indicate a need for corrective action.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.